Manufacturer narrative:
Additional, changed, and/or corrected data: b3

Event description:
Healthcare professional reported right side experienced a change in the shape of breast" rupture confirmed ultrasound. Device has been replaced by non-abbvie device.

Event description:
Healthcare professional reported right side experienced a change in the shape of breast" rupture confirmed ultrasound. Device has been replaced by non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flow opening. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side experienced a change in the shape of breast" rupture confirmed ultrasound. Device has been replaced by non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.